Event description:
During a ICD replacement procedure, after connection of the subject device, the impedance of the atrial lead was measured above 3000 ohms on the programmer. The atrial lead was disconnected and cleaned. After reconnection, the impedance always still above 3000 ohms. The lead was disconnected again, and a normal impedance value was measured with a pacing system analyzer (psa). The values of ventricular lead impedance and right ventricular coil continuity were normal with the programmer. The subject device was replaced.

Event description:
During a ICD replacement procedure, after connection of the subject device, the impedance of the atrial lead was measured above 3000 ohms on the programmer. The atrial lead was disconnected and cleaned. After reconnection, the impedance always still above 3000 ohms. The lead was disconnected again, and a normal impedance value was measured with a pacing system analyzer (psa). The values of ventricular lead impedance and right ventricular coil continuity were normal with the programmer. The subject device was replaced.

Event description:
During a ICD replacement procedure, after connection of the subject device, the impedance of the atrial lead was measured above 3000 ohms on the programmer. The atrial lead was disconnected and cleaned. After reconnection, the impedance always still above 3000 ohms. The lead was disconnected again, and a normal impedance value was measured with a pacing system analyzer (psa). The values of ventricular lead impedance and right ventricular coil continuity were normal with the programmer. The subject device was replaced.